Event description:
Caller reported air bubbles in the system, specifically in the tandem mobi cartridge, which were observed during pumping. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.